Event description:
The customer reported that the image was intermittent and the screen went black, preventing photo capture during an unknown procedure that was completed using the same device involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.